Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The analyst commented that no longevity test was performed because the device was never implanted. Battery voltage is considered beginning of life (bol) at 3.19 v, the voltage the device was received at in the returned product analysis (rpa) lab.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) prior to implant. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.